Event description:
Per the clinic, a skin breakdown and infection had developed at the implant site, exposing the receiver/stimulator. The patient was hospitalized for a duration of 3 weeks (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.